Event description:
It was reported that the ventilator while connected to a pt generated three technical error codes indicating disabled valves, pt category mismatch and internal memory error. The ventilator subsequently stopped ventilating. There was not pt harm. (B)(4).